Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The axium coil was not returned, therefore the reported event could not be confirmed and an event cause could not be conclusively determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of axium coil non-detachment during a procedure. The patient was undergoing coil embolization of a cerebral aneurysm measuring 7mm. Vessel tortuosity was described as slightly severe and medium size in diameter. The coil and accessory devices were prepared as indicated in the IFU. It was reported that during the procedure, the physician detached the axium coil using the instant detacher. However, on removal of the coil pushwire, the physician noticed that the coil was also being removed. The physician attempted to detach the coil several more times using the instant detacher, but the coil was still being removed with the push wire. The physician decided to remove the axium coil from the patient completely. Afterward, a new coil and detacher were used to continue the procedure. There were no reports of patient injury in association with this event. It was reported that prior to this issue, ten prime coils had been placed in the aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the patient was undergoing coil embolization of an unruptured, saccular aneurysm in the internal carotid artery. A continuous flush was maintained during the procedure. Prior to non-detachment, the axium coil was advanced to the aneurysm without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil was returned for evaluation. The axium prime coil was returned for evaluation without the introducer sheath. The axium prime pushwire was found to be broken on its proximal end with the proximal tip containing the actuator interface crimps missing. The broken end of the pushwire was found to be jagged with no release wire extending out. The axium prime pushwire was measured and found to be approximately 184.5cm in length. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The pushwire was found to be bent at approximately 161.0cm and 163.7cm from the distal end. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and the implant coil was found to be still attached to the pushwire. The axium prime implant coil was found to be damaged and stretched with the polypropylene filament intact. The retainer ring appeared to be damaged (ovalized). Based on the axium prime coil analysis, the customer report of ¿non-detachment¿ was confirmed; however, the cause for the difficulty during detachment with the instant detacher could not be determined. The axium prime implant coil was found to be still attached to the pushwire. Although the customer reported no damages to the pushwire, the proximal tip was found to be broken with no release wire extending out from the broken proximal end. The customer reported accidently breaking the pushwire at an incorrect location during their attempt to detach the implant coil by the manual detachment method (via hypotube). Due to the break in the hypotube at an incorrect location, the edges at the broken location became jagged. It is likely that the internal release wire may have broken as it was pulled back against the jagged edge of the pushwire. The implant coil successfully detached from the pushwire by the manual method of detachment when attempted as directed in the axium prime coil instructions for use (IFU). The cause for the damage to the retainer ring could not be determined. It was not possible to determine if the axium prime coil met specifications due to its damaged and incomplete condition; however, all coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.